Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise and lead impedances above 3000 ohms in bipolar and other quad poles reports. Unipolar lv1-can impedance 432. Reprogrammed sensing and pacing configurations to lv1-can and lv sensing fence to 5.0 mv. Fracture is suspected. Lead remains implanted but will be monitored. Should additional information be received, this file will be updated.